Event description:
Product complication: none. Time of complication: during procedure. Symptoms: pt had a stroke. The rx accunet and the rx acculink ii were used on a male with carotid disease. A stroke occurred during the stenting procedure. It is reported by the physician that this pt was a high risk case. No additional information was available.